Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to hear her audio of insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. Hardware low level failures error alarmed during self test due to broken trace at on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error.